Manufacturer narrative:
Investigation summary: 100 samples were received. They came in a shelf box. All are in sealed packaging blister. Visual inspection was performed. The top web and graphics are according to the product specification. Graphics, layout, and color are according to (B)(4). They were visually inspected with a microscope 30x, there was no damage, bevels were good, etch was good. No defective grind, no hooks were observed. Additionally, one photo was provided. It shows two samples: one with the actual top web and one with the top web with the previous graphics before implementing the (B)(4) and UDI (B)(4). Products are compliant to the specification. The root cause can't be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that during use needles are coring with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that customer have had multiple needles coring the vials.